Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that at 10:08 am the sensor was reading 52 mg/dl and the insulin pump went into threshold suspend. He did not confirm his blood glucose level at the time because he was racing bikes but it was 335 mg/dl at 8:45 am and 330 at 10:46 mg. Current blood glucose level was 430 mg/dl and sensor glucose reading was 314 mg/dl. Customer was advised to turn the sensor feature off and back on, perform reconnect old sensor and calibrate when stable.